Manufacturer narrative:
(B)(6).

Event description:
It was reported that the ventilator while in use had a 'failure of the o2' and 'o2 disconnection' alarm that could not be cleared, shortly after a routine change of the bacterial filter. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device. Upon review of the ventilator diagnostic logs an error code indicating oxygen device failed and oxygen not available was found. The se performed performance verification testing (pvt) and all tests passed. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.